Event description:
Customer reported that a female was undergoing a CT of the head for headaches when the injector stopped before injecting any contrast into the pt. She reported that the injector error had occurred and that a small amount of the contrast had backed up into the saline side of the tubing. When she touched the injector console to access the error code, it started to inject on its own, but she was able to stop the injector immediately by hitting the stop button. She reported that the injector had injected 6cc/sec for a total volume of 18cc/sec at 190 psi. Her original protocol was 1.4cc/sec at 190 psi. Her original protocol was 1.4cc/sec for a total amount of 195cc. She reported that they were injecting through a 24 gauge IV needle and that there were no injuries to the pt.

Manufacturer narrative:
Liebel flarhsheim service engineer evaluated the injector and noted that the pressure on the a side of the injector was slightly low. The original report of uncommanded movement was not observed. The touch screen assembly was replaced as a proactive measure, due to the nature of the reported complaint. The pivot post and pivot post pin were missing and were replaced. The unit was re-calibrated and retested and no abnormalities were noted. Repairs done per procedure manual and reference service manual. Injector was run through burn-in testing overnight and had no other issues.